Manufacturer narrative:
Visual evaluation of the returned device found the basket wires retracted, and the tip was detached and not returned. The side car-rx presented pushback out of specification. Based on the available information, the most probable root cause for the failure tip detached prematurely is "anticipated procedural complication" since the complaint is due to known physiological effects of the procedure noted within the directions for use. In addition, manipulation of the device and interaction with the scope or other devices during the procedure most likely contributed to the side car-rx pushback. Therefore, the most probable root cause is "operational context" since due to anatomical and/or procedural factors encountered during the procedure, performance was limited. The review of the device history record (DHR) was performed and no anomalies were found. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, while attempting to remove the stone from the bile duct, the tip of the basket detached prematurely. The procedure was completed with another trapezoid¿ rx basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Reported event of tip detached prematurely although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, while attempting to remove the stone from the bile duct, the tip of the basket detached prematurely. The procedure was completed with another trapezoid¿ rx basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.